Event description:
Litigation alleges that patient has experienced injuries to her hip joints, including erosion of the acetabulum, femur and surrounding structures, resulting in severe pain and a limp; metallosis; fluid buildup in her bilateral hips, requiring aspirations; and pain.**patient is a resident of CT.*** update - report received from sales rep indicates that patient was revised (B)(4) 2012 due to metal-on-metal disease, black discolored tissue, and osteolysis. It was also noted that this is a clinical patient. ***

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A previous review of the device history records for the 1976021 lot code did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 2128155 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient has experienced injuries to her hip joints, including erosion of the acetabulum, femur and surrounding structures, resulting in severe pain and a limp; metallosis; fluid buildup in her bilateral hips, requiring aspirations; and pain.

Manufacturer narrative:
The investigation is being reopened because the patient has now been revised and additional information has become available. Depuy will notify the FDA when the results of the investigation are available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - the complaint has been reopened because a report received from sales rep indicates that patient was revised (B)(6) 2012 due to metal-on-metal disease, black discolored tissue, and osteolysis. It was also noted that this is a clinical patient. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for the metal insert part and lot number combination; one prior report for the head component part and lot number combination. However, review of the (B)(4) system show that 36 other devices from the reported head lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.